Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (7.3), lab inr: (3.0). The time between testing was less than 1 hour. Therapeutic range 2.0-3.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 7.3, reference: 3.0, mean: 5.15, confidence limits: n/a. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 275622 on (B)(4) 2012. Results as follows: inratio: donor 220, inratio: 3.9, 4.0, 3.9, reference: 3.29, bias threshold: 2.29-4.29, %cv: 3.29. Donor 215, 1.6,1.6,1.6, 1.51, 1.01-2.01, 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4).